Event description:
On 09/09/2024, it was reported by a facility representative via (B)(4) that an ar-8943-12 driver shaft ended up getting a screw stuck on it during the removal, and we could not remove it from the driver itself, and (2) ar-8750-03 driver shafts broke during the removal. There was no additional information was provided, and additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 19-dec-2016.